Event description:
A complaint of high readings was reported on a customer's precision xtra meter. The customer had a hypoglycemic event. An ambulance was called and paramedics treated accordingly and left the customer at home, feeling well. The customer had changed the units of measurement when checking the time and date. The customer's product will not be returned for investigation.